Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-11074, 1627487-2019-11077. It was reported during an ipg replacement procedure for normal end of life the physician was unable to remove the extensions from the ipg and damaged the ipg header. The physician attempted to insert the extensions into a new ipg. The extensions could not be fully inserted so the extensions were explanted and replaced resolving the issue.

Manufacturer narrative:
The reported extension insertion and removal issue was not confirmed. The extension was returned cut and incomplete. Only a 52cm terminal end segment and a 4cm middle segment were received. The header was not returned. Visual inspection showed indications that the lead had been fully inserted and secured inside the header ipg at some point in time. Despite a fracture in the nitinol sleeve, the terminal end of the lead could be fully inserted into the undamaged port of the returned ipg as well as both ports of a lab standard ipg. Due to the damage to the header of the returned ipg, lead fitment in port 9-16 could not be analyzed. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. The root cause of the issue could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-11074. Related manufacturer reference number: 1627487-2019-11077.